Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 6am. The patient reported using a combination of medications including glimepiride and metformin. It is unclear if the patient made any changes to his normal diabetes routine on the day of the alleged issue. The patient reported on (B)(6) 2013 at 12:30pm he developed symptoms of ¿dizzy, shaking when walking and upset stomach.¿ the patient reported on (B)(6) 2013 in the evening he had something to eat or drink as treatment. The patient denied testing on another device. During the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. When the power button was pressed, the meter powered on. When a new test strip was inserted, the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/9/2013 and 8/14/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/03/2013).the patient¿s test strips have been returned and evaluated by lifescan product analysis on 8/13/2013 and 8/29/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.